Manufacturer narrative:
(B)(6). The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The anatomy location was in the pulmonary artery. The lesion was moderately tortuous and non calcified. On the first inflation the f/g sterling otw 9.0 x 20/80 (5f) balloon inflated to four atmospheres. Upon the second inflation of six atmospheres the balloon ruptured. The balloon was removed intact. The procedure was completed with a 9mmx4cm sterling balloon. The pt status is listed as good with no complications reported.